Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The yaw is thermally damaged. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test as the conductor wire is broken. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The instrument was found to have both grip input disks broken. Input disks 6 and 7 were found broken from the inside of the housing. The complaint regarding exposed wires on the tip was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted nissen fundoplication surgical procedure, the maryland bipolar forceps instrument had exposed wires on the tip. The procedure was completed. There was no report of patient injury. On 10/23/2024, intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: there was no arcing observed during the procedure. There was no patient injury.